Event description:
Customer reported a cracked female luer out of the package (not used on a pt) in the nicu. Customer states no further event info is available. This set was not on a pt, therefore there was no pt harm and no medical intervention required.

Manufacturer narrative:
(B)(4), conclusion: no available code for undetermined or unk cause. The customer's report of a cracked female luer was confirmed. The extension set was visually inspected for holes, tears, incomplete bonding engagement in the tubing. The set showed a hair line crack on the female luer and stress marks were also noted. Functional testing verified the crack on the female luer. The root cause of the crack on the female luer was not identified although analysis suggests the issue is supplier related.